Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve (sn (B)(6)) was selected for implant. A patient had an annulus circumference of 77.3, area 446, and a diameter of 23.7mm. There was sufficient calcium to allow anchoring. During the procedure, while the device was being deployed at a depth of 3mm, one of the retainer tabs didn't come off immediately. The delivery system (ds) was manipulated and caused the valve to slide upwards towards the aorta. A second 27mm navitor valve (sn (B)(6)) was successfully implanted valve-in-valve. The end result was good. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.

Manufacturer narrative:
An event of device migration in aortic direction was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on available information, a cause for the reported event could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as a second valve was implanted (valve-in-valve). There is no indication of a product quality issue with regards to manufacture, design, or labeling.